Event description:
The battery depleted 18 months after implant. The patient ran stimulation at 6-9 volts; after the battery was replaced, he ran stimulation at less than 2 volts. The patient believes something was wrong with the stimulator and it was 'defective'. The lead was also replaced, 'because it was not in the right place'. Additional information has been requested from the healthcare professional, but was not available at the time of this report.